Event description:
It was reported that catheter entrapment occurred. After a guide wire crossed the lesion, a 32x2.50mm promus premier drug-eluting stent was advanced for treatment. However, the stent would not slide down the wire nor would it pull off the wire. Both the wire and stent were removed together. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is combination product: device evaluated b MFR: promus premier ous mr 32 x 2.50mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured by a snap gauge and the result was within max crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple hypotube and midshaft kinks. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that catheter entrapment occurred. After a guide wire crossed the lesion, a 32x2.50mm promus premier drug-eluting stent was advanced for treatment. However, the stent would not slide down the wire nor would it pull off the wire. Both the wire and stent were removed together. The procedure was completed with a different device. No patient complications were reported.